Event description:
Customer reported on a bravo ph capsule that failed to attach. The customer states that the handle broke and the blue plunger and spin popped out. The pt was not injured following the procedure.